Manufacturer narrative:
(B)(4). Unit alarmed pump error alarm during motor rewind. After further review of the unit's interior, did not note any previous moisture presence, corrosion, rust, or mold on any of the boards, cables, and assemblies. The motor was tested outside the unit, and it failed. Unable to perform the displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion tests anomaly due to the pump error alarm. No cosmetic damage found during visual inspection noted. The unit p-cap or test reservoir locks in place properly and no anomaly noted. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had hairline crack and louder during rewind. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.